Manufacturer narrative:
Patient ID and weight were not provided for reporting. Date of event is unknown. This report is for one (1) unknown hook plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown hook plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: fernandez d. Et al (2017) nonunion of greater trochanter following total hip arthroplasty: treated by an articulated hook plate and bone grafting. Indian journal of orthopaedics. Volume 51, number 3, pages 273 - 279 ((B)(6)). This cohort study reports the clinical outcomes of trochanteric hook plate fixation in a cohort of ten patients. A total of 10 patients 1 male and 9 females with a mean age of 65 years who initially underwent total hip arthroplasty (tha) had developed complications. They were then revised with an unknown synthes ao articulated hook plate. The average time for clinical follow-up was 35 months, with a range of 5-48 months. The article defines delayed healing as healing beyond 3 months. Complications were reported as follows: a (B)(6) male patient experienced superficial wound sepsis which was managed with debridement and antibiotics. Healing occurred at 3 months. A (B)(6) female patient developed symptomatic trochanteric bursitis. The patient had a plate removal 13 months post-op. Healing occurred at 3 months. A(B)(6) female patient experienced illiohypogastric nerve neuroma at the site of the iliac crest bone harvest. The patient required neuroma excision. Healing occurred at 3 months. This report is for an unknown synthes hook plate. This report is 1 of 1 for (B)(4). A copy of the literature article is being submitted with this medwatch.